Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak and activation failure were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild tortuosity and 80% stenosis. The 3.0x38 mm xience alpine stent delivery system (sds) was not prepped (air aspiration) outside the anatomy prior to use. It should be noted that the xience alpine everolimus eluting coronary stent system instruction for use lists to perform delivery system preparation prior to insertion into the anatomy. In this case, it does not appear the instruction for use (IFU) deviation related to incorrect stent preparation contributed to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation correction from no to yes. H6: medical device problem code correction, code 1546 was removed and code 1354 was added.

Event description:
Subsequent to the initially filed report it was stated that the leak was at the guide wire exit notch. No additional information was provided.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild tortuosity and 80% stenosis. The 3.0x38 mm xience alpine stent delivery system (sds) was not prepped (air aspiration) outside the anatomy prior to use. The sds was advanced to the lesion and attempted to deploy the stent. It was found that the balloon was leaking [rupture] at 3-4 atmospheres and the stent did not deploy. Another same size xience alpine sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- incorrect prep.